Manufacturer narrative:
The reference(B)(4)has been allocated to this case by rayner. The event description provided states that during injection, the implant ejected too abruptly and ruptured the posterior capsule. The iol was explanted within the original surgery session through an enlarged corneal incision. A vitrectomy was performed and a new iol was implanted without incident. (B)(4). Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The rayone preloaded injector risk analysis identified advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone toric rao610t batch 112203597 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 112203597.

Event description:
On 19th july 2023, rayner received notification from its french affiliate comapny of an event that occurred during use of a rayone toric rao610t. The event description provided states that posterior capsule rupture occurred during iol implantation.